Manufacturer narrative:
(B)(4). This is a report of a use error, where patient line was not primed properly before connecting to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The home patient was connected at the time of the alarm. The patient stated they saw air bubbles in the patient line and they did not know why. During troubleshooting it was noted that the patient line was not primed properly before connecting. The technical service representative had the patient cycle the power until the alarm cleared. The technical service representative advised the patient to start over with new supplies. The technical service representative reviewed proper procedures. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.